Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and prime anomaly. The customer¿s current blood glucose level was 97 mg/dl at the time of the incident. The customer reported the alarm during prime process. The customer states being unable to exit the preparing to prime loop. The customer did troubleshoot the issue and found the drive support disk is normal, however while holding down the act they received the second series of beeps. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.